Manufacturer narrative:
H3: asp investigation summary: the investigation included a review of the device batch record, supplier product evaluation, trending analysis by lot number, concomitant product evaluation, and system risk analysis (sra). The device batch record was not reviewed as the lot number of the cassette was not available. Supplier product evaluation was not performed as the cause of the reported issue is user error. Lot trending was not performed as the lot number was not available. The concomitant sterrad sterilizer was re-booted with the customer over the phone and the issue was resolved. The sra indicates the risk associated with improper handling of a cassette is "low." The issue has been attributed to user error as the healthcare worker (hcw) handled a used cassette without utilizing proper personal protective equipment (ppe). The issue will continue to be tracked and trended. Asp complaint ref #:(B)(4).

Manufacturer narrative:
The healthcare worker was advised to wear gloves when handling any part of the sterrad system or load items that have been exposed to h2o2, including cassettes. Asp complaint ref #: (B)(4).

Event description:
A customer reported a healthcare worker (hcw) received a skin reaction while opening the packaging of a sterrad® 100nx cassette and noticed liquid on the cassette. The healthcare worker was not wearing gloves. The symptoms included white spots on both hands and the hcw immediately washed them with water. The symptoms lasted approximately four and a half hours. The hcw did not seek or receive any medical attention/treatment and is reported to be "okay." This event is being reported as a malfunction report subsequent to a serious injury.